Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarm. Customer's blood glucose level was 316 mg/dl and 334 mg/dl after calibration. Customer stated the battery cap was not loose, cracked or damaged. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the new battery resolved the issue. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.